Event description:
On (B)(6) 2014, the lay user/patient's relative contacted lifescan (lfs) USA, alleging that their onetouch ping meter displayed an unknown error message. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged error message began a couple of weeks prior to contacting lfs (date/time unspecified). The reporter was unable to recall the specific error message. The patient manages his diabetes using an insulin pump. The reporter claimed the patient took less food and drink in response to the alleged issue. The reporter informed the csr that six to seven hours after the alleged issue began the patient started ¿vomiting.¿ in response to this symptom (date/time unknown), the reporter claimed the patient attended the emergency room where he was treated with IV fluids. The reporter stated a blood glucose reading was taken on another device at 11:30pm which read almost 500 mg/dl. During troubleshooting, the csr walked the reporter through a retest and the alleged meter issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly was treated for hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report